Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a high, out of range, lead impedance measurement on a left ventricular (lv) lead. Patient would be monitored as the lead impedance trend did not indicate a lead integrity issue. No patient symptoms reported.